Event description:
It was reported that a successful ffr was performed in the lad. After ffr procedure was completed, the customer tried to redirect diagonally and dissection occurred in the left main artery. The physician suggested that a plaque may have been lifted when the wire redirected then prolapsed in the left main artery. The wire was not broken and was removed from the patient. The wire was discarded during the emergency part of the procedure. It was further reported that in order to mitigate the dissection and the impact on the patient, a balloon pump was inserted, CPR was performed and patient was intubated. The patient was extubated several hours post procedure. Total of 4 stents (2lad, 1cx, 1 ostial lt main) were placed in the patient as a result of the dissection. The patient was discharged on (B)(6) 2010 and reported to be in very good condition.

Manufacturer narrative:
Complaint history was reviewed. (B)(4). The complaint device was discarded during the procedure so a device evaluation could not be performed by the manufacturer. The cath lab manager is not willing to release a patient angiogram stating (B)(4) guidelines. The product part, serial/lot numbers are unknown, therefore, all wire products that have been shipped to this hospital for a period of 3 months prior to the date of incident have been search in the complaint database. The search indicated a total of 26 lots consists of 3 product types were sent to this hospital within that time frame. Out of the 26 lots, 5 confirmed reported cases involving these lots have been reported. There is no significant trend for the lots shipped to this customer. No further investigation will be performed unless new information becomes available.